Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient received two inappropriate shocks from the device that occurred during bladder surgery in which no magnet was applied to the device. The device is still in use. No further patient complications have been reported as a result of this event.